Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The pusher wire was returned for evaluation; however, the implant coil was not returned. The v-grip used for the procedure was not returned. Visual inspection of the device revealed the monofilament was thinned out from the implant side, as well from the heater coil end. The heater coil contained black pet that was completely charred due to several detachment attempts. The remaining pusher is within specification. Based on the available information and evaluation of the device, the reported complaint of failure to detach cannot be confirmed as the device has evidence of thermal detachment. Although the implant coil is not attached to the pusher, it is unknown when the detachment occurred; therefore, the results of the investigation are inconclusive and the root cause cannot be determined.

Event description:
It was reported that the coil would not detach in the aneurysm after repeated attempts with the v-grip controller. During retraction of the coil back into the microcatheter, the coil detached inside the microcatheter. The microcatheter with the entire coil was withdrawn from the patient without incident. There was no reported patient injury.